Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information provided: how was procedure performed? Open. What type of anastomosis was created? End to end. Which stapling technique was used? Single. Which purse-string suture technique was used? Stitch in a circle around. What other devices were used for transecting and/or closing otomies? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Who fired the device? Surgeon. Has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? No. How was it confirmed that the anvil was secured to the trocar? Trocar was completely inserted into anvil. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Was more than one firing stroke required to hear the crunch? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Within the green area but surgeon already forgot where it was. Did the red safety remain engaged until firing? Yes. Were any unexpected noises heard? No. Did firing handle/trigger return to its original (pre-fired) position without intervention? Yes. Was the breakaway washer completely cut through? Yes. What did the tissue donuts look like? Good. Was a leak test performed during the initial procedure? Yes. Were any staples observed in the second procedure? No second procedure because. Patient passed away, staple was b-shape. Were staples in the anastomosis? N/a. What was the appearance of the staples? N/a. Was a scope used to determine staple presence and formation? N/a. Were any intra op or post op ostomies completed? No. Were any diversions done? No. Why did it take three days to recognize the leak? Did the patient not have symptoms. Before three days that there was an issue? No symptoms, suddenly stomach became. Bloated on third day when patient went to toilet. Did patient not present any signs of infection before three days? No. What signs and symptoms did the patient have that indicated there was an infection? No sign, suddenly his stomach bloated. What signs and symptoms did the patient have that indicate that there was an anastomotic leak? His stomach become bloated. What was the patients pre-op diagnosis? Ca rectum. Did the patient have pre-existing conditions that could have impacted the patients surgical outcome? No. Has the patient undergone any radiation or chemo therapy? No. Is a pathology specimen available? No. Are there any x-rays and/or picture available for analysis? No.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, the device showed good staple formation and no leakage after it was fired. However in about 3 days the patient developed an infection and the doctor found out that the anastomosis was separated. Patient's stomach was filled with feces. Patient expired.

Event description:
There was no autopsy performed. It was assumed that the anastomosis came apart as there was feces was in the drain. The patient expired prior to any intervention.